Manufacturer narrative:
Concomitant medical products: added the devices. The review of the sterilization paperwork verified that this lot met all pre-release specifications. (B)(4).

Manufacturer narrative:
Reportability of death. As sepsis was caused by infection with the self-made stent graft, not with the gore devices, the patient¿s death is not reportable in this event. Since the patient¿s death is not reportable, information in the following sections has been corrected. Outcomes attributed to adverse event, and date of death (remains in blank).

Event description:
In a literature review, the following information was obtained. A, kitagawa., et al. "Initial results of endovascular procedures using gore tag in kobe university hospital." Interventional radiology. July, 2010, vol.25(3). 384. On (B)(6) 2003, the patient was implanted with a self-made stent graft and a non-gore stent graft to treat a thoracic aortic aneurysm. Later, a type iii endoleak was revealed. On (B)(6) 2009, the patient was implanted with two gore&#59412;ag&#59412;horacic endoprostheses (tg3420/06561055, tg3415/06490713) inside the existing stent grafts to treat the type iii endoleak. The patient tolerated the procedure. On the same day, the patient developed cerebral infarct, and radicut was administered to treat the cerebral infarct. On (B)(6) 2009, the patient was discharged of the hospital with the cerebral infarct still remaining. Aneurysmal diameter was 42mm at the time of discharge. On (B)(6) 2009, a type I endoleak from the distal end of the non-gore stent graft was revealed. Aneurysm had enlarged to 73mm and ruptured later. On the same day, the patient underwent endovascular repair of an aneurysm rupture using two gore tag thoracic endoprostheses (tg3415/7046319, tg2815/7196165). On (B)(6) 2010, a recurrent aneurysm rupture was revealed with stent-graft infection. Reintervention was not performed, and a wait-and-watch approach was taken to the rupture and infection. On (B)(6) 2010, the patient expired due to sepsis-induced multiple organ failure. It was reported that the patient had a pre-exising aortobronchial fistula, and the self-made stent graft was implanted to treat it. It was later revealed that the self-made stent graft had been infected, and infection is not related to tag devices. Additionally, the patient rejected to receive any resuscitation treatment, and no reintervention was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The review of the sterilization paperwork verified that this lot met all pre-release specifications. Additional information has been requested regarding the patient's death.

Event description:
In a literature review, the following information was obtained. A, kitagawa., et al. "Initial results of endovascular procedures using gore tag in kobe university hospital." Interventional radiology. July, 2010, vol.25(3). 384. On (B)(6) 2003, the patient was implanted with a self-made stent graft and a non-gore stent graft to treat a thoracic aortic aneurysm. Later, a type iii endoleak was revealed. On (B)(6) 2009, the patient was implanted with two gore® tag® thoracic endoprostheses (tg3420/06561055, tg3415/06490713) inside the existing stent grafts to treat the type iii endoleak. The patient tolerated the procedure. On the same day, the patient developed cerebral infarct, and radicut was administered to treat the cerebral infarct. On (B)(6) 2009, the patient was discharged of the hospital with the cerebral infarct still remaining. Aneurysmal diameter was 42mm at the time of discharge. On (B)(6) 2009, a type I endoleak from the distal end of the non-gore stent graft was revealed. Aneurysm had enlarged to 73mm and ruptured later. On the same day, the patient underwent endovascular repair of an aneurysm rupture using two gore® tag® thoracic endoprostheses (tg3415/7046319, tg2815/7196165). On (B)(6) 2010, a recurrent aneurysm rupture was revealed with stent-graft infection. Reintervention was not performed, and a wait-and-watch approach was taken to the rupture and infection. On (B)(6) 2010, the patient expired due to sepsis-induced multiple organ failure. Additional information has been requested regarding the patient's death.

Manufacturer narrative:
Report regarding cerebral infarct. Review of this event found that the cerebral infarct event was already reported under mw#2017133-2013-00070.